Manufacturer narrative:
Additional narrative: date device broke is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke postoperatively. The plate was implanted for approximately half a year. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device, part number 04.503.901. The subject device (plate) was evaluated for conformance to print specifications and the device history record was researched. No abnormal findings were identified. Manufacturing and inspection records indicated there were no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately the second broken fragment (cranial three hole portion) was not received for further evaluation. The cross section of the broken surface of the receive fragment shows no irregularities; therefore it is possible that too much mechanical force that was well beyond the calculated device design had been applied during healing process, which resulted in the breakage of the plate part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date unknown. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate was explanted on (B)(6) 2014. When the device was returned, it was also noted there was a broken screw. This is report 1 of 2 for (B)(4).